Event description:
The customer called into philips to report a device error was appearing on the screen. The specific error was not recorded. There was no reported patient involvement/adverse patient impact.